Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient suffered ventricular tachycardia during impella cp support. The condition was believed to have a possible relationship with the use of the impella. The patient survived the condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.